Event description:
The customer reported that she stopped using the sensors one to two years ago because she was not getting any low blood glucose alerts, and she kept passing out. The customer stated that she was hospitalized on more than one occasion due to this. The customer never called to report any of the issues or hospitalizations. Therefore, no details were given. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.